Manufacturer narrative:
The pt was treated with negative pressure wound therapy during the 04/2010 to 08/2013 time period. It is unk when the event occurred at this info has not been provided. Based on info provided, it cannot be determined that the alleged deterioration is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as would conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and pts/caregivers should frequently monitor the pt's wound periwound tissue and exudate for signs of infection, worsening infection, or other complications some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
The following was reported to kci by the kci kk representative: at the 57th annual meeting of (B)(4) society of plastic and reconstructive surgery, the physician reported during the time period of 04/2010 to 08/2013 (exact date of event was not provided), a pt experienced deterioration of a pressure ulcer would while on v.a.c. Therapy. No additional information is available. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.